Event description:
It was further reported that the physician confirmed no dislodgement occurred; however, the rv lead had loss of slack. The lead also had intermittent failure to capture.

Event description:
It was reported that the right ventricular (rv) defibrillation coil had high impedance. The polarity was reprogrammed and the lead remains in use. It was noted that the patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.